Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have a chipped main tube. A broken piece approximately 0.123" x 0.222" in size was identified as missing and was not returned.

Event description:
It was reported that during central processing, the shaft of fenestrated bipolar forceps instrument was cracked, piece is missing. There was no report of patient involvement.